Event description:
As reported: "when using the variax locking screw, the plate and screw did not lock." Additionally reported: "only one hole in the plate could not be locked. The procedure ended without inserting a screw into the hole."

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the returned device does not present any significant damage to the threads under screw-head which could have led to an inability to screw with the plate. A functional test was performed by screwing the returned screw with a sample variax plate, and the device was able to lock with no problem, in various screw holes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. As the functional inspection found no device problem, the failure must have caused due to unexperienced or untrained user. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when using the variax locking screw, the plate and screw did not lock." Additionally reported: "only one hole in the plate could not be locked. The procedure ended without inserting a screw into the hole."